Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station 3a where the patient was only visible when performing a facility search. A technical support specialist checked the server, it was found that the unit was not assigned to any area, which caused the patient to be invisible on the station. Advised that this should be reviewed from the pharmacy end, and that either hit, pyxis admin, or a supervisor would need to resolve it by assigning an area to the unit. The issue was addressed and successfully resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the patient was indicated as discharged yet remained admitted. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station 3a where the patient was only visible when performing a facility search. A technical support specialist checked the server, it was found that the unit was not assigned to any area, which caused the patient to be invisible on the station. Advised that this should be reviewed from the pharmacy end, and that either hit, pyxis admin, or a supervisor would need to resolve it by assigning an area to the unit. The issue was addressed and successfully resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the patient was indicated as discharged yet remained admitted. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.